Event description:
This case occured outside the us, in united kingdom. On 30-aug-2023, an injector from united kingdom notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with 1.2ml of teosyal rha 4 in the marionette lines and in the chin (bolus and fanning technique). Around 6 weeks after the injections, on (B)(6) 2023, the patient presented with swelling and solid filler in the marionette lines (both sides), without pain or heat. The patient received as treatment : hyaluronidase injections : 1500iu on (B)(6) 2023, 1500 iu on (B)(6) 2023 and 1500iu on (B)(6) 2023. Antibiotics (clarithromycin 500mg and ciprofloxacin 500mg) on (B)(6) 2023. According to the injector, the patient seemed to be responding well to hyaluronidase. Then, another adverse reaction appeared after the third session and the injector suspected a cellulitis. Additionally, the local medical expert was put in contact with the practitioner to advice on this case. According to the follow up information received on 26-sep-2023, the patient had been treated for cellulitis and the injector reached out to the medical expert for further advice. Despite several reminders, no information was provided on the resolution of symptoms, and we have been informed that we will not receive any further information. Therefore, the patient was considered lost to follow up and the complaint was closed.

Manufacturer narrative:
Skin infections such as cellulitis, may manifest as swelling, hardening, and appear within weeks after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.